Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced worsening hypotension and oxygen saturation. The patient was then intubated and converted to general anesthesia. Ultimately the cardiac resynchronization therapy defibrillator (crt-d) system was implanted and the patient was transferred to the critical care unit. Shortly after transfer the patient became pulseless and was resuscitated with cardiopulmonary resuscitation, epinephrine, bicarbonate, calcium, norepinephrine, and cardioversion from ventricular fibrillation (vf) to atrial fibrillation (af). Ultimately the patient developed a sinus rhythm but they remained pulseless. An echocardiogram was performed and it was negative for a pericardial effusion. The decision was made to withdraw support and the patient died. A cause of death of acidemia with hypotension and electrolyte imbalance underlying causes of dilated cardiomyopathy with an ejection fraction of ten percent and chronic kidney disease with acute injury was provided. The patient's physician also noted that they felt the patient was so compromised that they were unable to tolerate the anesthesia required for any procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.